Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a portal arteriovenous malformation (avm) using penumbra coil 400s (pc400s) and a px slim delivery microcatheter (px slim). During the procedure, the physician successfully implanted a pc400 into the target location. The physician then advanced another pc400 into the target location; however, while attempting to reposition the pc400, the coil unintentionally detached. The physician then removed the detached pc400 using a stent retriever. The procedure was completed using another pc400, a pac400, and the same px slim. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pc400 confirmed that the embolization coil was detached. Evaluation revealed that proximal constraint sphere was intact on the proximal end of the embolization coil and the pusher assembly was not returned for evaluation. Based on the returned condition, the root cause of the reported unintentional detachment during the procedure could not be determined. Further evaluation revealed offset coil winds on the embolization coil. This damage was incidental to the reported complaint and may have occurred during removal from the patient¿s body. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.